Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient had an infection and was on antibiotics. They stated that their leaks may have been caused by the antibiotics. The patient did indicate that the device had helped with their constipation. They did report that they experienced hot flashes and the tape came off as a result. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No diagnostics/troubleshooting were performed. Also, no actions/interventions were taken for the issues. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred. The patient status was noted as ¿alive, no injury¿. There were no further complications reported or anticipated.